Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record could not be performed as the lot number was misreported for this complaint. Product examination found that the battery pack had ruptured from a short circuit due to a cut wire. This complaint is confirmed. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event.

Event description:
It was reported that the battery pack exploded when the nurse tried to discard its battery pack and cut its cable following surgery. No adverse events have been reported as a result of this malfunction.